Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was non functional and was having difficulty keeping it to charged. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was getting great coverage postoperatively. The explanted ipg was not returned.